Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-00973, 2134265-2011-00974. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to silent ischemia and was referred for cardiac catheterization which revealed 2 target lesions. The first was an 80% stenosed and 10mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.25mm. It was treated with predilation and placement of a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. The second lesion was located in the first obtuse marginal (om1) and was treated with a 2.5x24mm taxus express2 stent and a 2.75x20mm taxus express2 stent. The patient was discharged 1 day later on aspirin and plavix. (B)(6) 2010, the patient presented with exertional dyspnea and angina. A nuclear stress test indicated ischemia in the right coronary and lad distribution. Cardiac catheterization revealed the severe in stent restenosis of the lad and om1. The mid lad was totally occluded. This was treated with successful balloon angioplasty of the mid lad in stent restenosis via the left internal mammary artery (lima) graft. Attempts were made to deliver a 2.5x13mm non bsc drug eluting stent but due to severe tortuousity of the lima graft and lack of vessel support, was unable to be placed. A decision was made to stop the procedure after several attempts with plans to return with access via the left brachial artery. 1 day later, the patient returned and underwent successful angioplasty and stent implantation to the right posterior descending artery (rpda) and left circumflex (lcx). The rpda was treated with 2 non-bsc drug eluting stents (3.5x13mm and 3.5x8mm) resulting in 0% residual stenosis and the lcx was treated with 4 drug eluting stents (2.5x13mm, 3.5x33mm, 3.5x12mm and 4.0x8mm) resulting in 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 4 days later.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).